Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5 and g3 (correction of the aware date for the initial report from 12-jan-24 to 16-jan-24). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. There was no deviation from IFU in reprocessing steps for the area foreign material remained. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material clogged in suction cylinder" malfunctions could not be identified. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The suction cylinder was clogged with foreign material, the event was found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported event was confirmed. The device evaluation additional findings are as follows: labeling - replace production label, brush passage -no pass through suction cylinder side, scope leak check-unable to perform scope leak check, c-cover (plastic distal end cover) insulation-insulation read 20 megaohm, image-evis - white dot show on image, angulation-up and down angulation below standard, control knob movement-control knobs play, d/e (distal end) plastic cover-deep dents and scratches, light guide lens-2x crack, adhesive rubber glue-crack glue, suction flow-unable to perform suction flow, control body-replace suction cylinder, foreign material inside, ad open grip and scope cover, and scope connector (evis)- replace wds sticker, (ad) dry. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
Olympus was informed that the colonovideoscope was clogged at the handle part. The issue was found during reprocessing. There was no report of patient harm.